Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, resulting in pacing inhibition in this pacer-dependent patient. There were no patient symptoms reported. The noise was reproducible with the valsalva maneuver. The device is already programmed to least sensitivity.